Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: this device exhibits normal depletion. The device is no longer reportable.

Event description:
Additional information indicates the devices exhibits characteristics of normal depletion.